Event description:
It was reported to covidien in 2009 that a customer had a problem with a feeding set. The customer stated that the pt was burned from gastric fluid as a result of the feeding set disconnecting from the pt's peg tube. The rn administered silvadene cream to the burn area.

Manufacturer narrative:
An investigation is underway; upon completion, the results will be forwarded.